Manufacturer narrative:
The actual device was not available; however, photographs and video of the sample were provided for evaluation. The returned video and photographs were reviewed, and it was noted that the filter of the set was disconnected from the support plate and the effluent port was cracked. The reported condition was verified. The cause of the reported condition was undetermined; however, the observed damage was typical of mechanical shock applied on the product leading to its breakage, therefore, the most probable root cause identified was that a shock occurred during shipping or storage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that there was an external fluid leak from the lower part of the filter of a prismaflex st150 set c. A further inspection by the customer found that the connection to the filter was damaged. The leak was observed while priming the set prior to patient use. There was no patient involvement. No additional information is available.